Manufacturer narrative:
The t:slim user guide indicates to use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl. The supplies on the pump were changed and a correction bolus via the pump was used to address the bg level. Reportedly, the customer was using apidra in the cartridge.